Event description:
It was reported that during a superficial mesenteric artery (sma) stenting treatment procedure, the express biliary sm 6.0x18x90 cm stent dislodged from the stent delivery system inside the pt prior to full deployment. The lesion being treated was a non-calcified, total occlusion in the moderately tortuous sma. The stent did not move on the balloon during preparation. The stent delivery system (sds) entered the body once. During the procedure, the stent would not cross. When pulling the stent back into the 6f guide, the stent became dislodged from the balloon. The physician successfully snared the stent with a snare wire, and removed it from the pt's body. He completed the case with a new guide and a new stent. There was no procedural difficulty and excessive force was not used during the advancement of sds. The stent did not embolize in the body. No pt injuries or complications were reported. Pt status is reported as "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.